Event description:
On (B)(6) 2026, patient received valve placement. Later that day, the patient reported shortness of breath and right-side chest pain. A chest x-ray confirmed a pneumothorax. A chest tube was placed on (B)(6) 2026. Patient was released from the hospital on (B)(6) 2026. The chest tube was removed on (B)(6) 2026, the resolution date of the event.

Event description:
On (B)(6)2026, patient received valve placement and experienced a pneumothorax. Chest tube was placed on (B)(6) 2026. Investigation is ongoing.